Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device passed the sample mesh test during evaluation; however, the comb and bottom roll were damaged, components were worn, and the ratchet failed. The comb, bottom roll, side plates, gear, seals, screw, shoulder bolt, ball detent, and stabilizer foot were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: france.

Event description:
It was reported that before surgery in (B)(6) 2024, customer requested a repair service for a meshgraft. During product evaluation, it was found that the comb was damaged. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.